Event description:
The pt has an scs system which includes two leads from the same lot. It was reported the pt was not receiving adequate pain coverage. The physician elected to reposition the pt's existing leads which resolved the issue. The pt is now receiving adequate coverage with no further issues noted. No product will be returned to the MFR for analysis as the devices remain implanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.